Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps: the oev-262h now has a built-in ac power supply. This is a change from the oev-261h, which always required a separate power supply box. The oev-262h works with an ac power supply without any separate box. In order to use a dc power source, an optional ac adapter box is required. Therefore, this optional adapter box is required in some where the ac cable cannot be wired in the ceiling, where the monitor is placed on a boom and other surgical and integration scenarios. This item can be ordered separately as item ¿ac-110md¿. The power supply from the oev-261h is not compatible with the oev-262h. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. A cause cannot be established due to no findings available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device does not power on when using an old dc power adapter. The event occurred during installation. There were no reports of patient involvement.